Manufacturer narrative:
H10: the manufacturer's product support engineer (pse) evaluated the device and confirmed a touchscreen misalignment. The pse performed touchscreen calibration, but the issue remained. The pse replaced the touchscreen to resolve the reported issue, and no other anomaly was observed. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil). The failure investigator (fi) technician installed the touchscreen into a pil ventilator to duplicate the reported issue. Visual inspection of the touchscreen revealed a damaged locking hasp on the flex circuit portion of the touchscreen. The touchscreen was tested, but the technician could not confirm at which point of the touchscreen's life that the damage of the hasp occurred. The pil found that the touchscreen flex circuit failed the required resistance testing for pins 1-4 and 2-5. After a temporary install of the touchscreen into the stb, the technician verified a misalignment issue during diagnostics and functional testing of the touch screen. The out of spec resistance measurements noted in test #1 results of this analysis are the reason for the touchscreen misalignment issue noted in test #2 results of this analysis and the accusation noted in the complaint. This touchscreen failed due to multiple resistance failure.

Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that the lower part of the touch panel was not responding. It was reported there was patient involvement at the time the issue was discovered, but no medical intervention or delay in therapy was reported. The investigation is ongoing.